Event description:
It was reported that the customer lost the sensor last night in his sleep. Customer had an episode where he passed out today. Customer's blood glucose level was 117 mg/dl. Customer's mother thought the son was just being too rough with it. Customer uses the enlite sensor and it normally starts coming off around the 4th day. Customer does perspire heavily. Customer's mother was advised that using a prep wipe with tackiness before inserting the sensor can damage the sensor and is considered off label use. Customer's mother was given recommendations for adhesion. Customer's mother was advised to monitor the problem and call back if issues persist. Customer is under the age of 16. Customer's mother did not think the episode was due to a pump issue. Customer's mother stated that the emergency medical services were called but they only checked on him and did not need to treat because his blood glucose level was 150 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.